Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that an electrode in a pencil arced and sparked. The patient was burned on her left areola. They reported that the tip began to spark, they then applied a new tip to two different pencils and all sparked in the surgical field. The patient received 3rd degree burn on her left areola, 1/2cm by 1 cm. It was treated by cutting a crescent incision and removing tissue. This left 5.8 mm burn which was treated with neosporin. Currently the patient is doing ok.